Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm and then received a motor error alarm. Customer's blood glucose was 157 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was not able to complete rewind process due to receiving another motor error alarm. Customer also received a weak battery even though battery was only two days old. Customer reported that insulin pump had fallen. Customer was advised that insulin pump would need to be replaced.